Manufacturer narrative:
The returned product consisted of the rotapro atherectomy advancer device which was received with the wire used in the procedure inserted through the advancer and burr catheter. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection presented no damage or irregularities to the device. During removal of the wire, resistance was felt due to multiple severe kinks in the wire, but the wire was able to be removed. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated with no issues. The rotapro advancer was then connected to the rotapro control console system. The advancer was able to reach optimum speed without dropping speed without any abnormal noises. During functional testing there was no abnormalities or damage to the device, and it ran with no issues or weird noises. Product analysis did not confirm the reported event, as the device reached and maintained optimal rpm with no issues.

Event description:
It was reported that the rotalink plus became stuck on the rotawire. The 90% stenosed target lesion was mildly tortuous and severely calcified left anterior descending (lad) artery. A 1.25mm rotapro and rotawire were selected for a percutaneous coronary intervention (pci) procedure. The rotapro was prepped and platformed at 180,000 rpm outside the patient, then advanced over the wire. Two ablation runs were completed with speeds 180,000 rpm. After second ablation, the rotation speed failed to reach the target speed and the rotation speed was 0 rpm. Then, the system was stalled and the burr became stuck on the rotawire. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed successfully with another device. There were no patient complications.